Event description:
It was reported that the iLet pump¿s cartridge fell out overnight, resulting in loss of insulin delivery and subsequent hyperglycemia, after which the user replaced all supplies and additionally announced a false meal to hasten correction, leading to hypoglycemia; the infusion set was steel on the abdomen and the user¿s CGM was Dexcom G7. Symptoms included hyperglycemia, hypoglycemia, hot flashes/flushes, sleepiness/drowsiness, headache, distress, irritability, fatigue, muscle weakness, and shaking/tremors. Outcomes included an unexpected medical intervention consisting of oral glucose; no serious injury was reported. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component involved and a medical device problem characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.